Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said she had a new ins put in 2010 or 2011. Patient doesn't have the model or serial number. Patient said she was in a rehabilitation center at the time of replacement and she doesn't even have the remote. It was during a hard time in her life. She said, her current device is acting like it did when the battery was replaced before. It was indicated that her previous device was replaced due to normal battery depletion. The patient stated that when going to restroom she gets a really sharp pain in urethra. Patient said times when driving or sitting she feels a current down her leg. Patient said she leaks a little if she had to go really bad. Pain was so bad the last couple days. Patient said she has a neurologist that she sees in town that she thinks does manufacturer devices and was told to follow up with doctor to check the status of the device. Patient said the device use to make toes cramp and the doctor adjusted it and it never did it again. There were no further symptoms or complications reported or anticipated.